Event description:
MFR defect in life scan, one touch ultra test strips for blood glucose testing - for diabetics. Test strips split at the end intended to go into one touch ultra mini meters. Over 1200+ test strips faulty. Some returned to life scan, but replacement strips also faulty. Sample defective test strips available to the FDA, returned to MFR. Previously. To whom it may concern: please be advised that I contacted the FDA, the manufacturer (lifescan one touch ultra test strips for blood glucose testing) and ccs (the mail order supply company). Unfortunately, it took numerous calls to report a problem, and even then the manufacturer and mail order supply company did not share the information pursuant to a major manufacturing defect with each other - and neither sought to investigate expeditiously or report it to the FDA - both being in denial are the test strip problems (the test strips split at the end when they should be properly secured/glued down - see 2 samples attached). I hope you are able to investigate these matters, notify all the parties involves, and ensure the correction of manufacturing defects asap, as this is a serious, life-threatening situation when one cannot ascertain an accurate blood sugar reading at a result. Thank you! Dose: MFR defects in a total test strips. Dates of use: 2008 - 2009. Diagnosis: diabetes blood sugar. Evaluation 4-5x daily. Event reappeared after reintroduction: yes. I also contacted ccs-mail order medical supply co. And other employees distributing faulty test stirps at ccs.